Event description:
Supplemental o2 tube became disconnected from the base of the bag. Flexible plastic reservoir tube on the base of the bag could not be removed to re-attach o2 tube. Second bag used without incident. Appears to be a one time incident.